Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced alarms at home. The log file indicated that the pump was laboring and failed to reach the set speed on two separate occasions. The pt also experienced a pump stoppage. On (B)(6) 2012, the pt received a pump exchange.